Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2n3wt, explanted: (B)(6) 2024, product type: lead. H3: product analysis (B)(4). Analysis identified, that the outer insulation of the lead was twisted. Analysis identified, that the conductors were broken in the body of the lead, as a result of factors not related to product reliability. This event was previously reported in regulatory report 3004209178-2024-17591. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For fecal incontinence. It was reported, that the lead was fractured, damaged or broken. The lead was twisted. The patient experienced a loss of stimulation and symptom return. The cause of the issue was unknown. The patient went into the hospital for lead replacement. The issue was resolved.